Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Additional device product codes: mni, kwp, mnh. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Product code: 04.615.632s, lot number: 640p458, manufacturing site: (B)(4), release to warehouse date: 07 mar 2022, expiration date: 01 feb 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the rod ø4 prebent l240 tan, p/n: 04.615.632s, was returned by it self, it was deformed at one end. In addition, the device exhibits scratches and was cut. No other problems identified. A dimensional inspection was unable to be performed due to post-manufacturing damage. A functional test to assess the unable to assemble condition was not conducted since the rod bender was not returned for evaluation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the rod ø4 prebent l240 tan, p/n: 04.615.632s would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a spinal fusion (o-t3) for rheumatoid arthritis on (B)(6) 2022. The surgeon inserted the pre-bent rod in question into the smaller hole of the bender and bended the pre-bent rod with the two bending irons from an angle of 110 degrees to approximately an angle of 90 degrees. Then, the rod could not be removed from the hole. The surgeon cut the rod and hit it with a hammer to remove the rod. Although the rod was removed, it could not be used. The surgeon used a new rod and bended it with a tube bender. The surgery was completed successfully with a 30 minute delay. (B)(4) are involved with the same event. (B)(4) (depuy spine): bending iron. (B)(4) (synthes spine): pre-bent rod. This report involves one 4.0mm ti pre-bent rod 240mm 110deg. This is report 1 of 1 for (B)(4).